Manufacturer narrative:
Product complaint # (B)(4). After a review of records, further information received identified this product as not to have been legally manufactured by depuy synthes. Notification has been provided to the legal manufacturer. Please disregard this mrn as no further reports will be submitted against it.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that during a total hip replacement surgical procedure it was observed that the threads stripped on handle. No additional information was provided.